Event description:
Caller stated that medical attention was sought on (B)(6) 2025 around 9:00 am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a result of hi. Caller stated that a normal result for that time of day is usually around 200mg/dl. Caller stated that she tested three more times and received a result of hi each time. There was no food or drink consumed before going to the hospital. Caller stated that she then drove herself to the hospital. Caller did not disclose what hospital she attended. Caller stated that her blood glucose was 162mg/dl. Caller stated that she did not receive any treatment at the hospital. Advised caller that her test strips were expired. Caller was educated to not use expired products and to discard any she has that have expired. No further information was provided.

Manufacturer narrative:
1.the meter was shipped to pdc on (B)(6) 2015. Because the suspected device was not returned to okb, and it was made over 10 years ago. Its manufacturing & qc records were not preserved based on okb's document control policy compliance with cfr 820.180 (b). 2.no nonconformance was found and recorded in the document (qa-w-21-03) after okb reviewed device history record (dhf) of suspected strips (lot#: d210924a-2). 3.no similar matter was found after okb reviewed all complaint records that were the same batch as the meter. The root cause of the complaint was unable to be verified without the suspected device and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user. 4.strips were expired and out of specifications, and they may cause inaccurate blood glucose readings. Warning information regarding not to use expired strips was disclosed in user's manual and strip labeling to avoid this problem. Furthermore, the expiration date was shown clearly on the strip label, strip box and kit box. Therefore, the root cause of the complaint resulted from user's improper operation.